Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the atrial lead exhibited low pacing impedance. The atrial lead was explanted and replaced. Patient was stable before, during , and after the procedure.